Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication via humapen ergo burgundy/clear pen body with a clear cartridge holder attached, since approximately (B)(6) 2005. On (B)(6) 2008, the humapen ergo burgundy/clear pen body (lot 40026) with a clear cartridge holder attached (lot not provided) was reported to have the engagement tabs worn out and it was reported that since the patient bought the pen, she had been noticing that the cartridge did not fit well in the cartridge holder (it was loose). This humapen burgundy teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). It was not informed who operated the device and the operator was trained by the pharmacist. The reported device had been used for more than two years and it was not informed how long this device model had been used. The device did not return to the manufacturer.